Event description:
While the healthcare professional was advancing the cardiac cath, the abbott vascular prowater wire became uncoiled and the balloon could not pass over the wire to advance the stent.